Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". The user facility is outside of the united states. No medwatch report was received. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00321). The tibial bearing has what appears to be tissue debris in the locking notch. The articulating surfaces have what appear to be scratches and metallic debris embedded into the bearing. The source of this metal debris could not be determined.

Event description:
It was reported that patient underwent signature vanguard total knee replacement on (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2012, due to pain and metal synovitis. The tibial tray, tibial bearing, and stem were removed and replaced.